Event description:
A balloon was used to successfully dilate a stenosed stent in the subclavian vein. Following completion of the procedure, the balloon ruptured at its rated burst pressure. Upon withdrawal, some resistance was encountered and it appeared a portion of the balloon material may have detached in the pt. Follow up indicated the guidewire used during the case may have been advanced under the stent causing the balloon to catch on the stent. Another stent was placed within the existing stent to tap down any balloon material that may have detached. The pt's condition is good and no sequelae resulted from this event. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated a circumferential tear was noted 11mm proximal to the distal ro marker. Approx 2.2cm of the distal portion of the balloon was detached and not returned for eval. The distal bond was not present on the shaft, however, adhesive was present on the shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. This is a non-indicated use of the device. It was also indicated this device ruptured at its rated burst pressure. These circumstances may have contributed to this event. Co's directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."